Manufacturer narrative:
Based on inspection of the device at the service center, an issue with the right objective lens was identified. The right objective lens was replaced.

Event description:
It was reported that all screens went black during a case. The images then returned but continued to go in and out for the remainder of the case. There was no patient injury or other adverse health consequence.